Manufacturer narrative:
The patient remains ongoing and continues on lvad support; however, the replaced portion of the percutaneous lead was returned to the manufacturer for evaluation. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
Additional information provided indicated that the patient had a pump stoppage while on the modified power module patient cable. The patient reported a shock-like sensation in his chest during the event. The manufacturer's technical services team evaluated the patient's percutaneous lead and found a broken wire. An external percutaneous lead replacement was subsequently performed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient reported a yellow wrench alarm while connected to the power module. The patient was asymptomatic during the event. The log file was submitted to the manufacturer for review and the yellow wrench alarm was not confirmed; however, three low speed hazard/motor stopped events were recorded. These events all appeared to have occurred while connected to the power module, indicating a possible intermittent short-to-ground shield condition. The hospital requested a modified power module patient cable for the patient¿s use.

Manufacturer narrative:
(B)(4). The patient remains ongoing and continues on lvad support. No further information is available at this time. A supplemental report will be submitted when the manufacturer¿s investigation is completed. Placeholder.

Manufacturer narrative:
The evaluation of the replaced section of the driveline/percutaneous lead confirmed an issue that would have potentially contributed to the reported event. A section of the driveline approximately 7.5¿ long was returned for evaluation. The driveline was tested for electrical continuity in the condition that it was received and the green wire produced an open circuit. Examination of the driveline revealed breakdown of the braided shield at the metal connector. Visual inspection of the wires in that area revealed that the green wire was completely fractured at the nipple housing of the metal connector, exposing the inner conductors. The observed wire damage appeared to be the result of repetitive flexing. The remaining wires appeared unremarkable. If the exposed conductors of the green wire contacted the braided shield while operating on a tethered power source, the resulting short to ground would have caused the motor stopped events that were confirmed through the analysis of the log files that were provided. A review of the device history record revealed that the device met applicable specifications. No further information is available. The manufacturer is closing the file on this event.